Manufacturer narrative:
The customer collects digoxin samples in greiner plasma tubes with a gel separator, and centrifuges samples for 10 minutes at 3850 rpm. Both levels of digoxin qc were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. Bci field service engineer (fse) was dispatched for this event. Fse noted that customer performed a routine system check the morning of the event after replacing the aspirate probes and it failed with a washed %cv of 31.57% (system specification is 0.00 - 12.00%). Fse performed a high sensitivity system check which passed within instrument specifications. Fse removed analytical module and cleaned incubator belt track and the wash carousel. Fse replaced substrate probe due to air in the line. Fse reran system check which passed within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the access 2 immunoassay system generated a digoxin result within the therapeutic range that was not reproducible upon subsequent testing. The results obtained are all within the therapeutic range but outside of the assay's precision claims. Results are shown. Original result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.